Manufacturer narrative:
The lot was manufactured may 13, 2014 ¿ may 14, 2014. The device was received for evaluation. Visual inspection identified a ruptured bladder. Microscopic examination of the external and internal surfaces of the bladder, rupture line, set cap and volume indicator revealed no abnormalities. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a basal infusor ruptured, causing all the solution inside to leak into the housing. The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.